Manufacturer narrative:
The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device failed pre-test for check for sticky speed trigger, check triggers, and check for unintended motion. Therefore, the reported condition that something was wrong with one of the triggers of the device was confirmed. The assignable root cause of this condition was determined to be traced to component failure. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported from the (B)(6) that during service and evaluation, it was determined that the small battery drive device would not run. It was further determined that the device failed pretest for check power with test bench, check switching function forward/reverse, check the oscillation angle, check the oscillation/forward/reverse mode function, check in ¿off¿ mode, check for sticky speed trigger, check triggers, check for unintended motion, and general condition. It was noted in the service order that there was something wrong with one of the buttons/triggers on the device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.